Manufacturer narrative:
According to the customer, on (B)(6) 2024 during an "asthma attack" the nebulizer would not work. The customer reported the "asthma attack" lasted for "8 hours" without the "albuterol-ipratropium (duoneb)" that she was attempting to administer. The customer reported due to the nebulizer failure she went to her physician the next day and was prescribed "symbicort" and "albuterol" inhalers. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 during an "asthma attack" the nebulizer would not work.